Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient code and conclusion code no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative further reported that the patient had pain in her left leg but no withdrawal symptoms. The patient had no oral medication. The physician will increase the pump now to the right dose and it was not known if the therapy was effective yet. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis identified no anomalies. Eval code-result updated. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving lioresal 500 mcg/ml at 100 mcg/ml via intrathecal drug delivery pump for an unknown indication for use. It was reported that there was a motor stall. The pump was interrogated and the motor stall was seen on the screen of the n¿vision programmer. It was reported that on the n¿vision screen they saw ¿motor stall occurred, pump tube may exceed period since may¿. The patient reported that they did not feel something wrong and that there were no withdrawal symptoms or any symptoms reported. It was reported that the pump was replaced and that at the time if this report the issue was resolved and the patient status was reported as alive ¿ no injury.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.